Event description:
It was reported difficulty was encountered deploying this filter via a right femoral approach which resulted in inappropriate placement in the right iliac vein. Another filter was successfully placed without pt complications. A delivery system in the released position and a dilator were rec'd, eval and retined by this MFR. The filter remains implanted and is therefore not available for eval. No problem were noted performed which co believes may have contributed to this event. Co's direction for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to eval the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opeing upon release."